Event description:
It was reported the patient underwent total left hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2006 due to unknown reasons. The cup and head were removed and replaced. The patient was revised again on (B)(6) 2014 due to pain and loosening of the cup. The cup and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-00112 / 00113).